Event description:
It was reported that: "dr (B)(6) was demonstrating the use of the instruments of the new reunion primary shoulder instruments during a cadaveric lab at the (B)(6) during the demonstration, dr (B)(6) had placed the centering drill guide into the joint space and against the glenoid articular surface. He then introduced the centering drill. Dr (B)(6) was having difficulty inserting the drill into the hole of the centering drill guide. Dr (B)(6) activated the power to spin the drill to engage the drill into the hole of the centering drill guide. The drill began to bind. Dr (B)(6) continued to activate power and apply pressure to get the drill engaged. The drill bit eventually snapped. This was the first time that the doctor had used the instruments."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.